Event description:
It was reported that increased capture threshold measurements were noted from this right ventricular (rv) lead since the implant procedure. The physician stated that the patient's difficult anatomy made it challenging to position the lead. The device data has been forwarded to technical services and upon further review, an episode of loss of capture during rv auto-threshold testing was noted. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that increased capture threshold measurements were noted from this right ventricular (rv) lead since the implant procedure. The physician stated that the patient's difficult anatomy made it challenging to position the lead. The device data has been forwarded to technical services and upon further review, an episode of loss of capture during rv auto-threshold testing was noted. It was recommended to assess the lead integrity at the next follow-up appointment. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.